Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Kueffer, t. Et al. (2025) beyond the learning curve how operator experience affects pulsed field ablation outcomes. Heart rhythm. 10.1016/j.hrthm.2025.08.045. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that pericardial effusion and brain injury occurred. A study was conducted between may 2021 and april 2024 to evaluate pulse field ablation (pfa) pulmonary vein isolation durability using three dimensional (3d) mapping. Procedure summary: one thousand and eight (1,008) patients were enrolled in the study and underwent pfa via a farawave catheter. The procedures were performed under deep conscious sedation using midazolam, fentanyl, and propofol was used on high-risk patients undergoing general anesthesia. A faradrive steerable sheath was placed and transeptal access was obtained using an unknown transeptal sheath or direct puncture. Heparin was administered and 0.5 to 1 mg of atropine was administered after gaining transseptal access. Per patient, an average of thirty two (32) applications of ablation were delivered using a farawave catheter. Event summary: of the 1008 patients enrolled in the study, pericardial complications requiring intervention occurred in nine (9) patients. Three (3) patients experienced cerebral complications. No further information on the status of the patients is available.